Event description:
The manufacturer's representative reported, that while placing a bravo ph monitor, the capsule attached to the patient's esophagus, but would not deploy from the delivery system. The physician pulled the capsule off of the esophagus when removing the device from the patient and noticed that there was some esophageal issue on the capsule. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent, when the analysis is complete and/or, when additional information received from the hcp.